Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/24/2025, a clindex notification was received indicating that a patient reported having three bumps on the left knee after the injection dose. The patient stated the bumps have decreased in size since they were first noticed. The patient is being monitored. The procedure was on (B)(6) 2024. The injection was started on (B)(6) 2024 and ended on (B)(6) 2024. This event was indicated as possibly related to the injections.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.